Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the video system center exhibited no image and the light guide tip was malfunctioned. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h6 and h11. The device was not returned to olympus for inspection. A definitive root cause could not be determined. Based on historical data, possible causes include material problems: degradation, thermal problems: overheating, mechanical problems: stress, deformation, wear, corrosion, electrical problems: open circuits, short circuits, signal loss, component issues. These causes can occur between components such as boards, cables, sockets, pins, power supplies, displays, connectors, light sources, etc. Without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form customer.